Event description:
The customer reported that the system failed to perform x-ray, thereby locking up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The configuration files were rebuilt and reloaded on to the system. The system was tested and found to be working as intended and put back into service.